Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: no display on lcd screen. Failure occured during start up. No patient involvement.